Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 32.4mmol/l no symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. It was reported that the patient thought they received an occlusion alarm and did not get all the intended bolus. The patient proceeded to give themselves additional boluses and the bg dropped to 2.3mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient treated with giving additional carbohydrates until bg returned to normal. This report is being reported due to the hyperglycemic event the patient experienced.